Event description:
As reported to coloplast though not verified, the patient experienced erosion, pain, urinary incontinence, and loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating medical evidence to verify this report.